Event description:
It was reported that the patient presented in the ER after receiving multiple shocks due to a fib with rvr. Upon interrogation, low hv lead impedance and a possible high voltage lead issue alert message were observed. The episode diagnostics showed that the charge was aborted due to a possible high voltage lead issue. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead was returned for analysis. Internal insulation abrasion was noted at 31.2-32.9cm from the electrode tip. Internal insulation abrasion was noted under the svc shock coil at 20.8-20.9cm and 22.6-22.7cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion under the svc shock coil was noted at 22.9-24.2cm from the electrode tip. The etfe coating was abraded at the same location. This is consistent with the observation from the field of low lead impedance.